Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in patient.

Event description:
It was reported that approximately 8 months post implant of a bifurcated device and a suprarenal aortic extension, the patient was experiencing unknown symptoms. The hospital performed a computed tomography scan which indicated the patient had a contained rupture. The physician elected to treat the patient by relining the device with a competitor device. During the procedure the physician was having a hard time identifying an endoleak. When the physician brought the pigtail down to the aortic bifurcation he was able to identify a leak. During the relining he was unable to canulate the contra gate and converted the device into an aortouniiliac. The patient was reported to be doing well.

Manufacturer narrative:
The device remains implanted in the patient and is therefore, not available for analysis. Medical records and imaging were provided and reviewed by an internal clinical representative with the following impression: there was adequate medical documentation and suboptimal imaging studies available for this review. Product appropriateness and patient candidacy could not be fully assessed due to the lack of a pre implant CT scan. Product use might have been incongruent with the IFU based on the severe angulations of the bilateral iliac arteries seen at the event procedure. The patient's use of antiplatelet therapy might have contributed to this complaint due to the increased risk of bleeding complications. Eight months post index, there was substantiating evidence of an aortic rupture, a type iiib endoleak, and a newly developed unknown endoleak. The first subsequent procedure of an unsuccessful competitor's bifurcated stent relining, and eventual aorto-uni-iliac (aui) device along with a femoral - femoral bypass was executed. During that event procedure, a new proximal endoleak (unknown) was reported, and a new competitor's proximal stent was placed, which only mitigated the leak. Radiographically, this finding was not well demonstrated (non-dynamic imaging). The second subsequent procedure of an exploratory laparotomy and right groin exploration for a sudden drop in the hemoglobin three days post operatively revealed no acute bleeding. The third subsequent procedure of a peg tube was placed for the inability and /or unwillingness to take nutrition. The patient was discharged on pod 19, to a rehabilitation center. A manufacturing record review was performed, the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed all units have been consumed and no other units from this lot were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based upon the clinical review, a root cause was not definitely identified, although the medical record review suggested the presence of a type iiib endoleak.